Event description:
It was reported that during troubleshooting for an unrelated alarm on the homechoice (hc), one of the supply bags had come undone and the patient reconnected and finished priming. There was no solution in the heater bag or supply bag. The hp disconnected and turned off the hc. The baxter technical service representative (tsr) helped the patient turn on the hc and end therapy in last fill. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.¿per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy.¿a review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.